Event description:
The following has been reported: syringe pump keeps ringing. Can't turn it off. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The follow-up on the receipt of this reported device was not carried out correctly, and the repairs were performed without it undergoing the necessary investigation. According to the information provided by the technical service, several defects were identified: a defective cpu board, an error 28 indicating a faulty keyboard that required the replacement of the upper casing, and an issue preventing calibration movement, which necessitated the replacement of the linear sensor. The repairs were completed based on the observed malfunctions. Due to the absence of an initial investigation, it is not possible to determine the root cause of the originally reported issue: "syringe pump keeps ringing. Can't turn it off.". As a result, the root cause for the malfunction remains unknown. The complaint has been registered for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.